Event description:
Tip broke off. No patient injury. Surgery was prolonged. It is unknown how long surgery was prolonged; however, approximately 30 minutes. Tip was retrieved. Tip was inspected under microscope and it was determined that they had all the pieces. There was an x-ray done while the patient was still under anesthesia and it was determined that no pieces were retained. Procedure type is unknown.